Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a teardrop-shape clip was formed after several times firing. Then, the trigger could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---after several firings. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator undertraveled. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However; an investigation has been initiated to address the potential root cause of opening issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.